Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt has pain in the hip joint. The pt has to use a walking device to get around.